Event description:
It was reported that the device exhibited latch lock alarms. The event occurred before infusion. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device in used condition. A review of the event history log revealed a high alarm displayed: 'cassette not attached properly'. Functional testing was able to duplicate the reported problem. It was determined that the contaminated downstream occlusion (dso) sensor was the probable root cause. The dso sensor was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.